Manufacturer narrative:
This report is filed to correct the patient identifier.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from september 2023 to present. X-ray taken did nto show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from september 2023 to present. X-ray taken did nto show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from september 2023 to present. X-ray taken did not show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from (B)(6) 2023 to present. X-ray taken did not show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. No adverse patient effects were reported. The device remains implanted. Additional information noted that a revision took place to implant a new rv lead. In addition, during follow up noise was seen with posture maneuvers as well as arm movements resulting in high thresholds and loss of capture. It was noted that the rv lead was fractured. A new lead was implanted with this device.

Manufacturer narrative:
This report is filed to update the initial reporter information.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from september 2023 to present. X-ray taken did nto show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from september 2023 to present. X-ray taken did not show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. Additional information noted that a revision took place to implant a new rv lead. In addition, during follow up noise was seen with posture maneuvers as well as arm movements resulting in high thresholds and loss of capture. It was noted that the rv lead was fractured. A new lead was implanted with this device. No additional adverse patient effects were reported.